Event description:
Customer reporting a false positive sars result for a patient being discharged from the hospital to nursing home care. Customer states the results were confirmed negative by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.